Event description:
It was reported that the patient experienced a sudden onset of ventricular tachycardia (vt) and the device withheld detection due to the onset feature. Follow-up was attempted with the physician's office to determine if the device was reprogrammed, but no information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.